Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad was torn and peeling at the contrast and up arrow keys. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the ok and contrast keypad buttons were intermittently unresponsive. The up arrow and down arrow keypad buttons responded appropriately. Evaluation revealed that there was contamination under the keypad buttons. Unrelated to the complaint, evaluation revealed a cracked display lens and a discolored/faded display screen, which has no effect on insulin delivery function.

Event description:
The reporter contacted animas on (B)(6) 2012 stating that the keypad buttons were sticking, required multiple presses to elicit a response, with the ok keypad button sticking the most. The reporter stated the keypad buttons were worn and the keypad was torn above the up arrow, after the alleged keypad responsiveness issue occurred. The patient allegedly wore the pump attached to a belt and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.